Event description:
It was reported that a patient was scheduled to have a pocket revision. The reporter stated that a health care provider was frustrated with battery longevity and lack of estimate. The next day, it was reported that the patient's device was currently at 2.985 volts and elective replacement of the device was at about 2.6. Four days later, it was reported that the reason for the pocket revision was that the patient wanted the doctor to move the device lower on her flank. The reporter stated that the patient was receiving effective therapy.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 355531 lot# n299395, implanted: 2012 (B)(6), product type screening device product ID, 355028 lot# n317541, implanted: 2012 (B)(6), product type accessory product ID, 355028 lot# n317152, implanted: 2012 (B)(6), product type accessory. (B)(4) .